Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. A 5.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds and a pinhole was noted. The balloon was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.